Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alerted low battery, followed by a black screen on the display. The blood glucose reading was 238 mg/dl when it appeared that the insulin pump alarmed off no power. Another alarm was also found in the alarm history, as well as battery out limit alarm. The customer was advised that a replacement battery cap would be sent, but he declined. He observed cracks at the battery compartment due to normal wear and tear. Advised replacement of the insulin pump, but the customer declined the loaner insulin pump. Nothing further reported.